Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hemorrhoidectomy procedure, the surgeon put in her anchoring stitches and seated the anvil into the stapler. Upon firing the stapler she heard a pop. She held the stapler for approximately 10 seconds and began opening. She noticed that the mucosa on both sides were not intact. She estimated that 3/4 of the staple line was not intact. She hand sewed the staple line. The additional or time was less than 30 minutes. The patient remained overnight in the or due to pain.